Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd phaseal spike was coring. Report 3 of 3. The following was received by the initital reporter: this report is about coring. Coring occurred during abraxane preparation using p50j. It was reported the coring fragment was in a vial or saline bag. Injector and unknown spike were involved in the event.

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction (material number updated). Initial MDR filed for an unknown phaseal spike. Upon receiving the product, material was identified and updated. Section d4 reflects correct material involved. Updated material 515505-zat is exempt and not reportable by bd.

Event description:
This report is about coring. Coring occurred during abraxane preparation using p50j. August 8th, 2023: it was reported the coring fragment was in a vial or saline bag. Injector and unknown spike were involved in the event.